Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.50/+2.5/101 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2022. The patient experienced a refractive surprise, the lens had a low vault and had rotated. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Relevant tests/laboratory data: unk, work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022 for a longer lens. The lens exchange was performed successfully. Claim # (B)(4).